Event description:
It was reported, "performed a lavage on patient. Cytology brushes were then used and tiny blue pieces appeared in the patient's airway." It also was reported that no patient injury resulted from the event.

Manufacturer narrative:
This is being reported to the FDA due to the nature of the complaint: unretrieved device fragments (udf). When the quality engineering evaluation is completed a supplemental report will be filed.

Manufacturer narrative:
The suspect device is a conmed disposable, single-use microbiology brush designed to provide a method of obtaining contamination free specimens, primarily from the lower respiratory tract. It consists of a catheter within a catheter with a centrally located sampling brush. A wax-like plug prevents contamination of the inner catheter and brush before sampling. The plug will dissolve safely after being expelled from the catheter. This device is indicated to extract sterile microbiological specimens of the bronchial tree without contamination from the upper airway or bronchoscope. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1111284 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Two (2) used devices were returned to the conmed complaint handling center for investigation. The returned device were examined in the laboratory. Both devices were visually checked for any damage. No scratches or kinks or damage of any kind was observed on each device that could account for any device fragments separating from the device. Both devices were observed as undamaged, and, intact. There was no conclusive evidence of any product damage noticed during the examination that could cause the customer reported complaint failure. This incident occurred when a conmed disposable, single-use microbiology brush was used in conjunction with a fairly new boston scientific endoscope. From conversations with hospital endoscopy staff, it is now believed that the udf's, unretrieved device fragments, are from the boston scientific scope. This stems from the fact that the same "tiny blue pieces" that appeared in the patient's airway have also occurred in numerous other procedures where the boston scientific scope is the common factor. Many of the procedures that the same blue udf's have occurred where a conmed device was never utilized in the procedure, yet, the boston scientific endoscope was utilized. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the returned devices. No corrective action is recommended at this time. Conmed is considering this complaint closed.